Event description:
It was reported the pt had been experiencing difficulties locating the system ipg using both the charging system and the pt programmer. Ipg communication error has been observed on the programmer. Replacement charging system and the programmer did not resolve the issue. Surgical intervention is pending to resolve the issue.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.